Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7079399.

Event description:
It was reported that the patient presented to the emergency room (ER) due to bilateral leg numbness and paralysis. The entire spinal cord stimulator (scs) system was explanted. It was noted that the patient developed a spinal cord change at the paddle lead site which was identified as edema, and is what was causing the neurological deficits. The patient has regained feeling in the left leg and is recovering in the right leg. The devices will not be returned for analysis as they were retained by the medical facility.